Manufacturer narrative:
(B)(4): brief description of complaint: the surgeon reported a spark from the device, causing the ICD lead to stain. Investigation plan: visual inspection functional inspection (if applicable) slhr review complaint device details: product code (cfn): 40-405-1 serial: (B)(4) testing performed: visual inspection: packaging: generator was returned in an approved mae box with proper foam protection. The packaging did not appear to have sustained damage during transit. External visual: there was no evidence of external defects to the generator. Internal visual: there was no evidence of internal defects to the generator. Unit was not opened. Functional inspection: test(s) performed in accordance with reported issue: functional test, monopolar power output test (table 1) measurements are within specification. Equipment used for testing: ps210-030s, ps200-040, 23-112-1, 7254, 7255, 7282 results of each test performed: the generator successfully passed all requirements for both functional test and monopolar power output test. No spark was observed during testing. The following impacts to functionality were identified: n/a defects were resolved by: n/a there were no additional failures found during analysis. Slhr review: this generator has no history of service related to the current findings. Investigation conclusion: the reported issue was not confirmed. Reference documents: complaint analysis-generators-work instructions, 42-10-1119 rev. B aex service process instructions , 61-90-0703 rev. E.

Event description:
During an ICD exchange the surgeon activated the plasmablade device and reported a spark on the tissue causing a stain on one of the ICD leads. The surgeon wiped off the stain and reported no tissue damage or impact to the lead.

Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obatin the informaiton from the customer.

Event description:
During an ICD exchange the surgeon activated the plasmablade device and reported a spark on the tissue causing a stain on one of the ICD leads. The surgeon wiped off the stain and reported no tissue damage or impact to the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.